Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. On (B)(6) 2017, it was noted that the patient experienced erosion; right sided full thickness into vagina. Additional surgery is needed, but has not been completed at this time. Additional information will be requested.

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure - age 40; bmi (B)(6) smoker what were current symptoms following the index surgical procedure? Onset date? - cured after initial op (B)(6) 2008. Represented with mixed incontinence and seen (B)(6) 2017. Other relevant patient history/concomitant medications - bmi now (B)(6) what is physician¿s opinion as to the etiology of or contributing factors to this event? - see below the initial approach for the index surgical procedure? - retropubic any concurrent procedure/device implantation? - mirena coil were there any intra-operative complications? - no mesh exposure site/location, symptoms and diagnostic confirmation? - 1.5cm right vaginal sulcus; tape thin/stretched ? Caused to cut through describe any medical/surgical intervention for exposure including dates and results. - erosion excised (B)(6) 2017 what is the patient¿s current status? - for review in 6 weeks additional patient codes: (B)(4) - additional surgical intervention additional information.